Event description:
It was reported that the patient developed pericarditis. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) were used. The first 27mm wds was positioned in the laa and deployed, but it landed too proximal. This device was fully recaptured. An effusion sweep was performed and no pericardial effusion was noted. A second 27mm closure device was used and this one was successfully implanted and released in the laa. Post procedure there was no pericardial effusion noted. The patient was discharged home. Upon follow up, at an unspecified time post procedure, it was recognized that the patient had developed pericarditis. The patient was treated with antibiotics and the pericarditis has since resolved. Everything is good with the patient and they are fine.

Event description:
It was reported that the patient developed pericarditis. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first 27mm wds was positioned in the laa and deployed, but it landed too proximal. This device was fully recaptured. An effusion sweep was performed and no pericardial effusion was noted. A second 27mm closure device was used and this one was successfully implanted and released in the laa. Post procedure there was no pericardial effusion noted. The patient was discharged home. Upon follow up, at an unspecified time post procedure, it was recognized that the patient had developed pericarditis. The patient was treated with antibiotics and the pericarditis has since resolved. Everything is good with the patient and they are fine. It was further reported that the patient developed pericarditis within a week post procedure.